Event description:
No new information was reported. Patient has not been seen since (B)(6) 2012.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) reported that patient¿s family member noted that the device ¿didn¿t work¿ and was ¿disconnected¿. The patient was to have an MRI. No symptoms were reported. When contacted for follow up information, the hcp that the patient had not been seen by them since (B)(6) 2012. The indications for use for the implanted device were noted as urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.